Manufacturer narrative:
Correction to b3: event date (update). Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured between may 21, 2024 and may 22, 2024. H11: the actual device was received for evaluation containing fluid in the bladder. Visual inspection was performed and there was evidence of leak (backflow) at the fill port, when the fill port cap was opened. Further inspection identified a particle measured to be 0.60 square mm in size, stuck under the device checkband. The particle was identified to be acrylic material via a fourier transform infrared spectroscopy (ftir) test. Acrylic is the material of the device stressmember and the stressmember is located inside the bladder. Shaving from the stressmember may have stuck under the checkband during manufacturing. The reported condition was verified. The cause of particle stuck under the device checkband is related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor was leaking from the fill port. The leak was described as backflow from the filling port. The leak was observed while filling the device with fluorouracil at the hospital prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.